Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history is as follows: time: 8:42; bolus (u): 7.7. Time: 10:26; bg (mmol/l) (mg/dl): 11.6 209; cho (g): 26; bolus (u) 4.3. Time: 3:30; bg (mmol/l) (mg/dl): 4.9 and 8.7 88 and 157. Time: 9:35; bg (mmol/l) (mg/dl): 8.0 144; cho (g): 60; bolus (u): 7.5. Time: 1:40; bg (mmol/l) (mg/dl): 13.4 241; cho (g): 84; bolus (u): 10.5. Time: 4:10; bg (mmol/l) (mg/dl): 15.1 272; bolus (u): 1.75. Time: 5:45; bg (mmol/l) (mg/dl): 15.6 281; cho (g): 20. Bolus (u): 7.5. Time: 7:08; cho (g): 100; bolus (u): 16.65. Time: 8:24; cho (g): 50; bolus (u): 8.3. Time: 3:55; bg (mmol/l) (mg/dl): 15.8 284; bolus (u): 5.15. Time: 8:40; bg (mmol/l) (mg/dl): 9.4 169. Time: 10:00; bg (mmol/l) (mg/dl): 12.1 218; cho (g): 43; bolus (u): 8.9. Time: 1:00 pm; bg (mmol/l) (mg/dl): 13.0 234. Manual injection with an insulin pen (exact dosage was not provided). The pod was deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.